Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected reset anomalies, blank display anomalies or power loss alarms noted during testing. Programmed multiple boluses and monitored; all bolus deliveries were shown properly in the daily history screen. Unit communicated properly with glucose sensor simulator and the minilink transmitter. Monitored with no unexpected change sensor alarms/alerts noted during testing. The power management graph was in specification. No pump error 25 alarms or pump error 24 alarms were present in the pump history file or during testing. No unexpected low battery alerts were present in the pump history file. Pump error 53 was present in the pump history file due to software error. Unexpected pump error 81 and pump error 42 alarmed during testing. The motor was tested outside of the device and passed. Problem isolated to all electronic assemblies. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and slightly damaged keypad overlay texture.

Event description:
The customer reported via phone call that the insulin pump had pump error alarms. The customer¿s blood glucose level was unknown. Customer was able to complete pump rewind. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.